Event description:
(B)(4).

Manufacturer narrative:
The account found the scale had been zeroed with a patient in the bed. The scale was zeroed as outlined in the user manual by the account to resolve the issue.